Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown reason. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.